Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure. The power supply was made, and then they waited some time for fibrinolytic effect. The device was then placed on thrombectomy mode. After a few seconds of aspiration, an error message to replace the catheter was presented. There was a saline leak in the console. The catheter was substituted by another of the same device and the procedure was completed. There were no patient complications and the patient condition was noted as stable.